Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter 5.0 mm x 30 cm 150cm burst at six atmosphere (6 atm) during inflation in the superficial femoral artery (sfa). There was no patient injury.

Manufacturer narrative:
Additional information was received and sect b% was updated (see first paragraph of the conclusion): during use, it was reported that the 5x300mm 150cm saber balloon catheter burst at six atmosphere (6 atm) during inflation in the superficial femoral artery (sfa). The procedure was completed using a new saber balloon and a competitor's stent was implanted. There was no patient injury. The target lesion was severely calcified and stenosed. There were no difficulty inflating the balloon during prep. The balloon was not inflated because the stent did not cross the lesion. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The saline to contrast ratio was fifty-fifty. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter has never been in an acute bend. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17691860 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified and stenosed) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.